Manufacturer narrative:
It is unknown if the issue occurred while in clinical use. No patient or user harm was reported. Multiple good faith efforts were performed to obtain further details regarding the patient contextual use during the event; however, no response was provided.

Manufacturer narrative:
Additional information was received that the device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15dec2020.

Event description:
The customer reported the button is nonresponsive. There was no patient involvement.